Event description:
On 4/30/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. The cds spoke with the user on (B)(6) 2024. The user reported they were hospitalized the previous afternoon. The user had eaten oatmeal with some fruit for lunch and made a "more than usual" meal announcement. The user saw that their bg was coming down and decided to drink some orange juice. After drinking the orange juice, the user vomited. The user tried to drink more orange juice and vomited again. The user lost consciousness and their wife called emts. The user then woke up to the emts and was taken to the hospital. The user's bg dropped to 44 mg/dl during the event. The user reported their bg is stable now and has glucagon at home but, did not think about using it.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of (B)(6) 2024 was reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2023 and all cgm alerts were not changed from factory defaults (all on). Body weight was entered twice with the same value on (B)(6) 2023 but was not changed after the second entry. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2023 at 7pm. A dexcom g7 sensor session was started on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the user's cgm glucose was within range for much of the day on the day of the event. A more than usual sized lunch meal was announced when cgm glucose was 146 mg/dl and stable. The ilet dosed basal insulin following the meal announcement until it suspended delivery when cgm glucose was 107 mg/dl and slowly trending down. Cgm glucose went below range 2 hours and 15 minutes after the meal dose was delivered and stayed below range for 2 hours and 10 minutes (nadir cgm glucose of 44 mg/dl, 2 hours and 5 minutes spent less than 54 mg/dl) before cgm signal was lost. When cgm connection was restored 35 minutes later, cgm glucose was greater than 200 mg/dl, and the ilet resumed delivering basal insulin. No evidence of device malfunction was found in the engineering logs. The described low event was found occurring after a meal bolus announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by delivering or suspending insulin in response to cgm glucose levels and alerting the user of hypoglycemia. The assignable causes for this hypoglycemic event is the user over-estimated the carbohydrate content of their meal, and was unable to eat as many carbohydrates as they announced for, resulting in an excess of insulin relative to their need.